Manufacturer narrative:
Summary evaluation: the product was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmologist reported that approximately three years following a combined procedure of cataract extraction with intraocular lens (iol) and glaucoma filtration device implant procedures, corneal endothelial cells have decreased. Five days following the procedure, a suture lysis was performed. A second suture lysis was performed six days following the procedure. Approximately two weeks following the procedure, a third suture lysis was performed. Approximately seventeen months following the initial procedure a topical prostaglandin was prescribed. Three years following the initial procedure corneal endothelial cell loss was diagnosed. The decrease in corneal endothelial cells was noted as non-serious and a probable causal relationship between the device and the event. Additional information was requested.